Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt / check belt) has been confirmed. Upon eval, there was an open white pulse wire inside the trunk cable. The cause of the adjust belt/check belt messages is the open pulse wire. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report constant adjust belt / check belt messages. The pt was issued a replacement electrode belt.